Event description:
Caller reported an issue with a cgm error 42 related to their g7sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support, who guided them through the reset process. After the reset, the pump did not display the cgm error code again, and the caller successfully initiated their sensor session.